Event description:
According to the information received, the valve was implanted and a leaflet fractured and fell into the heart. Multiple efforts were made to locate all of the pieces; however, a 1mm piece was able to be located. The valve is being retained by the hospital.